Manufacturer narrative:
Investigation found out that the guide catheter was detached and bent in several locations. Suture was broken and missing. Push catheter was noted to be bent and its suture hole torn. Pull wire was bent in several locations. A functional evaluation was unable to be performed due to the guide catheter being detached. It is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend, leading to interference between the guide catheter and push catheter, which can cause the guide catheter to separate from the pull wire cannula during stent deployment. Continued effort to deploy the stent can cause further complications such as bending of pull wire, breaking the suture and tearing suture holes. Therefore, the most probable root cause for this event is operational context. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the nurse was pulling back the introducer to deploy the stent. The guidewire was removed, but the suture and inner introducer were still attached to the stent. When the physician attempted to remove the entire delivery system, the stent also pulled back. Through the attempts to manipulate the delivery system out of the scope, the outer catheter detached and the inner introducer remained attached to the stent through the suture and was stuck at the end of the scope. The outer catheter was removed from the scope. The physician then passed a snare through the scope, pushing the inner introducer out of the scope, and snared the trailing end of the introducer to separate it from the stent. The inner introducer was successfully removed out of the patient and the stent remained implanted in the common bile duct and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the nurse was pulling back the introducer to deploy the stent. The guidewire was removed, but the suture and inner introducer were still attached to the stent. When the physician attempted to remove the entire delivery system, the stent also pulled back. Through the attempts to manipulate the delivery system out of the scope, the outer catheter detached and the inner introducer remained attached to the stent through the suture and was stuck at the end of the scope. The outer catheter was removed from the scope. The physician then passed a snare through the scope, pushing the inner introducer out of the scope, and snared the trailing end of the introducer to separate it from the stent. The inner introducer was successfully removed out of the patient and the stent remained implanted in the common bile duct and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guide catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.